Event description:
It was reported that while using bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin the samples were clotting. There was no reported patient impact. The following information was provided by the initial reporter: it was reported that the tubes are clotting. Customer is seeing 30-40 clots/"floaters" with the rst product per 24 hour shift that require manual remediation.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer, so the investigation was limited. In addition, a lot number was not provided. A complaint history check and a device history record review could not be performed without a lot number.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin the samples were clotting. There was no reported patient impact. The following information was provided by the initial reporter: it was reported that the tubes are clotting. Customer is seeing 30-40 clots/"floaters" with the rst product per 24 hour shift that require manual remediation.